Manufacturer narrative:
Detailed inspection of the returned catheter on 01/11/2017 showed two 5 millimeter ruptures in the drug lumen wall in two areas distal of the proximal marker band and that all holes were occluded with blood. The complainant confirmed the use of a 1ml syringe during the troubleshooting process. Internal testing showed that the failure mode (rupture) occurs at/over 300 psi internal device pressure and that the use of a 1ml syringe can increase the pressure above 300psi, which may damage the device. Use of 1ml syringe likely contributed to the damage in this instance. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed prior to the release of the catheter. There was no reported impact to the patient.

Event description:
After 6 hours of therapy in a bilateral pe case, the customer reported a drug pump occlusion on the left drug pump. The rn was able to resolve the alarm by flushing the catheter on the initial call. However, the customer later called back to report that the issue persisted. The doctor decided to stop drug port infusion on the left side and to run tpa through the coolant lumen. Per ekos field representatives, the patient was noted to be clinically improving. No harm to the patient was reported.